Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 180 mg/dl a short while before they went low. The customer used glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the time on the pump was found to be set incorrectly. The customer was hospitalized on (B)(6) 2020 for the same issue. The insulin pump, reservoir, and infusion set will be returned for analysis.